Event description:
During the zenith implant procedure, the renal orifice was located and the main body endovascular graft was deployed. Graft was beleived to have landed slightly lowe than the left renal orifice. Post placement angiogram observed a rather large left renal artery that was impinged upon by the proximal portion of the graft material. Renal orifice was selected and another manufacturer's stent was deployed within the stenosed renal artery. Full patency of both renal arteries was observed during the final angiogram. A successful aaa repair was viewed with no endoleak presence.